Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pumps parameter settings were being changed, via spot, view infusion parameter, stop infusion and change continuous flow, all the current protocol were deleted. No patient involvement.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels are undamaged, the downward seal was worn and display glass was scratched. Ran no disposable alarm testing as per procedure and passed testing. During functional check, the reported complaint was not duplicated. Investigation found no issues with programing the device's delivering rate or not deleting all current protocol of the device. The pump was tested and was found to be functioning properly and delivering within specification. Root cause is unknown. No action will be taken.